Event description:
Product was used to close a laceration above the right eyebrow of a pt. The eyelids were bonded together. The caller, the pt's family member, states that the pt was lying flat on their back with their head facing up. The caller states that no precautions (ointment or covering the eye) were used around the eye. The day after the event the pt was seen by an ophthalmologist due to the eye being bonded shut. Pt was prescribed erythromycin eye ointment three times a day. Eight days after the event the eye was 40% open. The product was applied by a nurse practitioner in the dr's office. The pt's current condition is unk.